Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received motor error alarm, motor position encoder error and motion sensor test failure. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm was in alarm history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. No a35 alarm noted during our testing. The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.